Event description:
It was reported that the customer experienced an issue with an unresponsive touchscreen. There was no adverse impact to the customer's blood glucose level. No action was required as the customer declined a callback from technical support.